Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia peritoneal dialysis (pd) cassette leaked. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set and catheter were checked by the nurse and no issues were noted. The nurse gave the patient antibiotics as precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.